Event description:
It was reported by service report that the padding was damaged with areas of possible fluid contamination. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calf support padding.